Manufacturer narrative:
The reported field event of inappropriate therapy delivery due to noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined. Initial reporter: company representative.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. The patient had been lost to follow-up. Upon interrogation of the device, it was noted that an alert for noise was delivered in 2013 and the patient received multiple shocks due to noise. Therapy was disabled. Device and lead were explanted and replaced. Patient was doing well.